Event description:
User facility reported that pt with history of migraine headaches was diagnosed with aneurysm. Date of clipping and evacuation of aneurysm was not reported. A leakage was noted in the tubing of the external ventricular drainage system after the system had been in place for 3 days. User facility reported pt developed infection.